Manufacturer narrative:
Product analysis the device was returned with the touhy-borst tightened and with the stent enclosed, the device was confirmed as 40 mm from the strain relief and the enclosed stent approx 4 mm of the stent was exposed from the device. A 20cc water filled syringe was used to flush the device through y connector as well as through guidewire port, the device could not flush through both the ports. An in-house 0.014¿ guidewire was used for guidewire loading check, and it was able to advance through the device, the device was loaded into a deployment fixture, the stent did not even deploy with a maximum peak force of 3.80lbs, which is higher than the recommended deployment force. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an 85% stenosis due to carotid artery plaque in the mid common carotid artery underwent a procedure involving the stent sepx-8-40-135 protege rx. During the procedure, the device could not be advanced. The lesion was not pre-dilated, embolic protection was used. The device was replaced with a stent of the same model. No patient complications have been reported as a result of this event. When the device was returned it was noted that the stent was partially exposed.